Event description:
[Pt's current status]: stable - rpt'd 2/24/97.

Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 7/8/97. Iab was received intact in a test chamber having a 75 mmhg back pressure to simulate presssure within aorta. Balloon fully inflated and functioned normally when attached to system 90 iabp in the lab. No alarm were triggered on pump. After 2 minutes of pumping, pressure strips were recorded. Strips confirmed that balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during iabp testing. Thus, lab examination revealed no defects in returned iab. Probable cause of difficulty: since no defect was found during lab testing, it is not possible to determine exact cause of reported difficulty based on event description and examination of item. It was not possible to verify reported probelm. This type of complaint is one of most difficult to evaluate and must rely on conjecture since one cannot observe what balloon is being subjected to within aorta. In general, poor augmentation and alarm difficulties may be attributed to one or more of following: 1. B alloon entered a subintimal space. 2.balloon was placed too high in aortic arch or in subclavian artery. 3. Balloon membrane failed to fully exit sheath. 4. Iab failed to completely unfold because user failed to inject at least 30 cc. Of air as advised in instructions for use. 5. Catheter kinked within pt probably because of severe vessel tortuosity and/or pt movement. 6. Catheter kinked outside pt. User may have failed to secure catheter and y-fitting to pt. Manipulation of kinked portion of catheter can minimize restriction and improve balloon performance. 7. A kink in catheter may have restricted flow of helium into and out of balloon causing pump to perceive a loss of gas or to cause balloon to poorly augment. 8. There was a loose connection between iab and pump or between pump and safety chamber. Checking these connections may alleviate problem. 9. Balloon pump needed servicing.